Event description:
It was reported that the device was found to be in backup vvi while in the box. The device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image and was due to a parity error. The reset was reproduced during temperature chamber testing. The cause of the parity error was due to an anomalous component on the hybrid.